Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose went into the 30 mg/dl range. Treatment and symptoms of the hypoglycemia was not mentioned. No products were shipped or returned.